Manufacturer narrative:
The insulin pump had button error alarmed due to corroded on keypad trace. Unable to verify error alarms motor error and check setting and battery out limit alarm due to keypad damage. However, motor was test outside of the device and passed the motor tests. No damage found on motor and the interface board. The device was received with scratched on display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had button error alarm and motor error alarm. The blood glucose at the time of the incident was 130 mg/dl. Troubleshooting was performed. The device was returned for analysis.